Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant, the atrial lead exhibited capture in the ventricle. Chest x-ray revealed that the lead had dislodged. The lead was repositioned. The patient was in stable condition after the procedure.